Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient was not feeling well and presented at the hospital clinic for a device check. Upon interrogation, the right ventricular lead exhibited loss of capture and out of range high pacing lead impedance. The lead was capped and replaced. The patient was asymptomatic and stable before, during, and after the procedure.